Manufacturer narrative:
(B)(4). Date sent: 12-29-2023. D4: batch # unk. B3: only event year known: 2023. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: when the first assist uses this stapler and rotates the tightening knob¿she feels a little resistance as the anvil tightens the tissue down. In this case, when she turned the rotation knob to tighten to desired staple height, she did not feel any resistance/tension. She tightened the knob all the way to where the measuring bar was closer to the bottom¿still resistance was non-existent. In her words ¿it still felt loose.¿ once fired, the stapler was extremely difficult to fishtail out. It was not loosening up and was "torquing" when she loosened it up and feels it added extra tension. Due to this, the staple line was not secure with a bubble test¿huge bubbles. Another stapler we used performed appropriately & patient had good outcome. Additional information requested: 1. Was the firing sequence started but not completed? If yes: no, firing sequence was completed on both staplers. 2. Did the device deliver any staples? Yes. 3. Did the device have stapling issues? Malforms, missing staples, no staples etc? Yes. On first firing, staple line was secure¿however, a tear in the colon just beneath the staple line had occurred. The second firing-- staples looked fine but upon a leak test, the staple line was not secure. 4. If yes, was the staple line complete (fully circular)? Yes. Donuts for both firing were good. 5. Was the breakaway washer completely cut? I believe so¿we heard the ¿crunch¿ sound it makes. 6. Were there two complete tissue donuts? Yes. 7. Was it a partial cut? If so what was cut partially, washer or tissue? Unsure about the washer¿the tissue was cut though. 8. If yes/no, was there any issue with the cut 9. Did the device cut the tissue? It is believed so or that the device malfunctioned and caused extra tension resulting in open lumen. 10. Was the battery plugged in fully with the backlight lit? Yes. 11. Was the device in range? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that a powered circular staplers did not perform up to surgeon's standards. No further information was provided. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4) date sent: 1/12/2024 d4: batch # 576c28 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage and no anvil was received. The breakaway washer was not present, there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device had been fired. Also, a power intermittent was noted in the backlight area. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the shroud of bulkhead contact from the right side was noted to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. A manufacturing record evaluation was performed for the finished device batch number 576c28, and no non-conformances were identified.